Manufacturer narrative:
The date received by manufacturer has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a particulate matter was found inside a 60 ml bd¿ syringe with bd luer-lok¿ tip before use. No injury or medical intervention.

Manufacturer narrative:
Investigation: sample received. Returned material showed reported defect. Particulate matter inside the walls of the syringe is embedded foreign matter. DHR/bhr review: (B)(4). Investigation comments embedded foreign matter was identified in syringe. Root cause: embedded foreign matter occurs at beginning at mold start up after a mold shuts down. Mold purge several shots to clear degraded material created during shutdowns at mold startups. Mold will also enter ¿sink¿ mode during short downtimes which lowers the heat inside the mold barrel. This prevents over heating of the plastic material.